Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(4)) was unable to power on the autopulse platform. A spare battery was used to power on the platform and continue patient care. No consequence or impact to the patient.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 07421 reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.